Event description:
It was reported that on: (B)(6) 2003, the patient presented with lumbar radicular pain and underwent lumbar myelogram, post myelogram CT scan. On (B)(6) 2003, the patient presented with complaint of back pain and underwent three view lumbar spine. On (B)(6) 2003, the patient presented for initial spine examination. On (B)(6) 2004: patient underwent MRI of lumbar spine. Conclusions: multi level disk degeneration with generalized disk bulging. Small left paramedian disk herniation at l2-3,without nerve compression. A small left paramedian disk herniation is noted t10-11. Bilateral foraminal stenosis at l5-s1 and l4-5. Mild left sided facet arthropathy at l5-s1. On (B)(6) 2004: patient underwent CT of lumbar spine without contrast due to low back pain. Opinion: multilevel ddd most pronounced at l3/4 and l4/5. Loss of normal lumbar spine lordosis with minimal dextrocurvature centered in the upper lumbar spine area. Mild central spinal canal and bilateral neural foraminal narrowing at l3/4 and l4/5 as result of marginal end plate osteophytes. Mild disk bulge at l2/3 with no central spinal canal nor neural foraminal compromise. Moderate left neural foraminal narrowing and mild right neural foraminal narrowing at l5/s1 as result of marginal end plate osteophytes. On (B)(6) 2004, the patient presented with discogenic low back pain. The following procedure was performed on the patient: partial carpectomy s1, l4 and l3, with anterior decompression. Anterior lumbar fusion l3-4 (18 by 23 bone dowel), l4-5 (14 by 23mm cage) and l5-s1 (14 by 23mm cage) with three large kits of bmp, deep and adjacent crushed cancellous allograft. Per op notes: ¿they used cage construct and set the reamer to 29. They reamed appropriately and placed two 14 by 23 cages countersunk 3mm over a bed of deep crushed cancellous allograft followed by two bmp sponges. They placed additional crushed allograft on the left, bmp and the remaining sponges in the cages as well as crushed cancellous allograft. They countersunk the cages 4.5 mm, and again over a bed of deep crushed allograft as well as bmp, and the remaining bmp and crushed allograft in the cages themselves.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a lumbar fusion procedure at l3 to s1 using rhbmp-2/acs . On (B)(6) 2008, patient underwent a spine fusion surgery at t9-l5 using rhbmp-2/acs. Patient's post-operative period was marked by increasingly severe pain in his low back and lower extremities. Patient self-catheterizes to urinate, he consults regularly with a nephrologist to maintain kidney function. Patient had a spinal pain pump implanted and surgically revised twice, he is now seeking to have it removed. Patient consults regularly with a urologist to treat sexual dysfunction that developed following his surgery. Patient continues to experience severe and unrelenting pain in his low back, and hips, and radiating pain and numbness in his lower extremities. He is unable to ambulate without a cane or walker. Patient developed severe neurogenic bladder, requires a urinary catheter, and he is unable to perform sexually.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.